Event description:
The customer reported a bloody fluid leak of approximately 10ml from the needle bellows of a coulter lh 500 hematology analyzer during routine operation. The leak was not contained within the instrument and "partial aspiration" error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the needle bellows was not draining. Fse replaced a malfunctioning pinch valve (pv21) to resolve the leak. He also replaced the actuator and tubing at pv21. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).